Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of ranging from 479 mg/dl to 547 mg/dl, which was treated with a manual injection and the insulin pump. The customer also reported receiving a no delivery alarm and feeling sick. The customer reported their spouse took to them to the hospital. The customer experienced nausea and vomiting as symptoms of their high. The customer was admitted to the hospital on (B)(6) 2017 with a blood glucose of 613 mg/dl. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported a bent cannula on the infusion set and a motor error alarm. The insulin pump passed the troubleshoot. The customer's blood glucose was 386 mg/dl at the time of the call. The insulin pump will not be returned for analysis.